Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: attempting the seal during a functional inspection revealed that curved jaw sealer was detected by (esg) environmental, social, and governance 410. The subject device informs that the seal cycle was not completed within the specified time. This event was caused by improper sequential the seal cycle activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powerseal curved jaw sealer and divider exhibited an incomplete seal cycle error. There was no patient involvement.